Event description:
A malfunction alarm labeled as "malf 12" was reported by the customer, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support provided assistance in resetting the pump, and after the reset, the malfunction code did not recur. The customer continued to use the pump for insulin therapy.